Event description:
A nurse called to report that the customer was hospitalized for high bgs. It was stated that it is unknown what the last bg reading was or what was the reading at the time of admission. The nurse also informed that the customer repeatedly was getting alarms and the cannulas were bent. Troubleshooting was decline.